Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a broken piece of the device remains in the patient.

Manufacturer narrative:
Alleged failure: screw broke according to biocomposites: feedback evaluation: "due to the high amount of broken screw complaints, we have raised a customer concern CAPA, this is a systematic in depth investigation to determine the root cause of an identified product, process or quality system problem or potential problem. The objective of CAPA is to implement an effective solution to the problem. We have raised this under ccon-00005. Any further screw complaints that are india specific only, (including the most recent complaint investigation (B)(4) we will not send a final report email during the investigation, however they will still be logged internally. ." The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. 81

Event description:
It was reported that a broken piece of the device remains in the patient.